Event description:
It was reported that there was stimulation in the wrong location and high impedance. It was stated that tone electrode was high with over 20 ,000 ohms. It was noted that 'all the other' electrode values were 'fine' and were 'around' 800 to 1000 ohms. Stimulation coverage was reported as 'good' after the reprogramming. There were no falls. The patient reportedly felt stimulation in his abs/chest. It was stated that an x-ray was going to be taken to confirm the location of the leads. If any additional information is received, a supplemental report will be sent. Reference manufacture report # 3004209178-2012-11147.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n296244, implanted: (B)(6) 2011, product type accessory. (B)(4).